Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent a cryo atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter. The patient experienced ventricular fibrillation and cardiac arrest requiring surgical intervention (balloon pump). During an atrial fibrillation procedure, it was noticed that the patient went into ventricular fibrillation (vf). The caller reported that after finishing a post-map ablation, and when inducing another tachycardia for ablation, 350 cycle-length, the patient quickly went into vt. The patient was cardioverted, and then the patient went into sinus rhythm. The caller reported that the patient then went into vf (ventricular fibrillation), and the patient did not have a pulse. No pericardial effusion was reported or discovered in the patient. A code blue was called for the patient, and chest compressions were performed for medical intervention. The patient's pulse was restored, and code yellow was called. The caller reported that a balloon pump was then implanted in the patient, for further medical intervention. The patient is reported to be in stable condition. The physician does not believe that any bwi products were the cause of the issue. The ablation catheter in use was a non-bwi medtronic cryo balloon catheter. The event was discovered after use of biosense products. The physician believes that it was a patient conditions that caused the event. The patient has fully recovered.